Manufacturer narrative:
Return of the explanted device is not relevant as the cause of the infection is known and the device did not contribute to the event.

Event description:
It was reported that a patient who was implanted was experiencing swelling at the generator site. Patient had a cat scan which revealed nothing abnormal and has prescribed steroids for the patient to reduce the swelling. It was reported that the physician currently believes the swelling to be related to trauma from vns implantation surgery but plans on monitoring the patient to ensure the implantation site is not infected. It was later reported that the patient had the vns removed due to infection. Return of the explanted device is not relevant as the cause of the infection is known and the device did not contribute to the event. The lead device was confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
The generator was confirmed hp sterilized prior to distribution.

Manufacturer narrative:
F10. Health effect - impact code; corrected data, initial MDR inadvertently submitted incorrect health effect code g3. Date received by manufacturer (mo/day/yr); corrected data; supplemental MDR #1 inadvertently omitted the date received by manufacturer; correct date was 06/01/2021